Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that tubing not be recognized during vitrectomy surgery. The surgery was completed after a new replacement was used. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The unused viscous fluid control (vfc) tubing set with the small parts tray (smpt) was returned and visually inspected. In return condition, the vfc pack was opened. No silicone oil was around the components. The tubing, adapter and black o-ring on the adapter were found to be in good condition. The vfc tubing set was tested using a calibrated console. The light emitting diode (led) rings on the console turned green as the gray connector was engaged to the console indicating the proper communication between the connector and the console. No anomalies observed during connection. We were unable to replicate the customer's experience during laboratory evaluation. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).